Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was damaged while loading the cartridge with insulin. Customer changed the cartridge and syringe needle. Customer's blood glucose was 144 mg/dl.